Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery, the pulsavac packaging had a foreign object/debris inside the package. There was no patient involvement. Due diligence is complete.